Event description:
Information received by medtronic indicated that insulin pump had detected broken force sensor during seating or regular deliver with critical pump error alarm. Insulin pump was exposed to moisture and there was water under the screen. Insulin pump had crack on the back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.